Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system states error generator is busy starting up and no x-ray is possible. After reviewing log file fse found the malfunction related to x-ray generator hardware. After some functional test fse found high-voltage unit was not communicating properly with the generator cabinet. Frontal generator failed after network test. Fse replaced the high-voltage unit, after replacement of high-voltage unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system displayed the error "generator is busy starting up, no x-ray is possible¿. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.